Manufacturer narrative:
(B)(4). Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Account reported patient presented for cataract surgery for removal of the crystalline lens using catalys laser. Patient had extremely small eyes and despite using the smaller size loi, it took 10 or more minutes to get the optics in the patient's left eye. Once patient was connected, system gave a ''lateral force error'' message several times. The registered nurse (rn) had a discussion with the surgeon and explained to him there was too much force and suggested to re-applanate the patient but surgeon refused to do so. Rn then decided to slightly press the headrest of the chair in which the patient was to alleviate the pressure. She did this while the laser was firing. It was reported that during surgery, there was suction loss several times including while laser was firing during fragmentation. Surgeon reported to abbott representative he observed the corneal scoring. Surgeon decided to complete surgery of cataract removal that day. There is no video of the surgery. Patient reported blurry vision at one day post op with no pain. At 2 weeks post op, patient reported visual acuity is clear.

Manufacturer narrative:
Correction: manufacturing site reported that the correct manufacturing date for sn (B)(4) is 12/2012 and not 9/16/2013 as provided in the initial report. Additional information: a review of the records related to this equipment shows no failure detected. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. All pertinent information available to abbott medical optics has been submitted.